Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous follow-up report section h10 was incorrectly captured, it should have been reported as: the manufacturer previously received information alleging a ventilator inoperative condition occurred. The device was not in patient use. There was no patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. Upon external/internal examination, device contaminated due to water ingress. All parts not replaced, will need to be cleaned thouroughly. Software will need to be upgraded throughly. The device's downloaded logs were reviewed by the manufacturer. No errors were found. The manufacturer concludes the device has contamination with water ingress. There was no evidence of sound abatement foam degradation.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging ventilator not operative related to a ventilator's sound abatement foam. Customer complaint was confirmed. Device was contaminated due to water ingress. All parts not replaced, will need to be cleaned thouroughly.software will need to be upgraded throughly. Section h6 updated in this report. Section h9 updated in this report.